Event description:
The customer reported a blank display and a constant buzzing noise on the insulin pump after it was exposed to moisture. The reported blood glucose reading was 260 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.